Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and pocket erosion. The implantable pulse generator (ipg) system was explanted with the ipg being used semi permanent until it was replaced with a leadless ipg. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.